Event description:
It was reported that a patient presented with a fracture noted on the patient's right ventricular lead. The lead was explanted and replaced on (B)(6) 2024. No adverse effects were noted.

Manufacturer narrative:
The reported event of fracture was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.